Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture dates: monitor: 02/10/2020; electrode belt: 09/29/2009.

Event description:
A us distributor contacted zoll to report that a patient received a treatment from the lifevest. A review of the downloaded patient data flag files indicate that the patient received an unknown treatment event: (B)(6) 2021. It was reported that the patient was reportedly unconscious at the time of the event. The specific rhythm at the time of the treatment events is unknown. The downloaded data indicates that the device had multiple download communication faults. There were no allegations of device malfunction. The device was fully functional upon receipt. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment event is unknown.